Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that the patient's implantable right ventricular (rv) lead and right atrial (ra) lead were off. The patient was advised by their clinician to perform an x-ray however was also told not to worry about the situation. Available information suggests that this product remains implanted and in service. The local area sales representative was contacted for additional information however no additional information was available. No adverse patient effects were reported.